Manufacturer narrative:
(B)(4). The setscrews was returned for evaluation. Macroscopic and optical examination of the initial thread of the set screw is severely damaged, with portions of the thread broken off in multiple locations. It also revealed damage in multiple locations on the bottom flank of the initial thread of the set screw. Functional bench evaluation of with three sample mating mas screws did not reveal functional impact to identified damage. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgery at l5-s1. It was reported that two set screws chipped during tightening. The setscrews were removed and replaced. No screw fragments were found in the patient. No patient complications were reported.